Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cesarean section with tubal ligation (open procedure), the device¿s pull handle was stuck in the pulled position and reportedly difficult to get out of the pulled position. Another device was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 (fdd-a0510). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cesarean section with tubal ligation (open procedure), the device's handle was stuck in the pulled position and reportedly difficult to get out of the pulled position. The knife blade was extended but not protruded. Both the knife blade and handle were difficult to release from the locked position. The device was applied to tissue (fallopian tubes) at the time of the event and was manually pushed off, requiring effort to release. The issue occurred after completion of the cesarean section, during the tubal ligation. Another ligasure device was used successfully with the same generator. There was no patient injury.